Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged. It was suspected that the patient moved their arm following the implant procedure. The lead was successfully repostioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.